Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ia endoleak event is confirmed and is most likely user related, due to the off-label case of the proximal neck was reverse tapered in the first 3-4mm (from 22.1mm to 21.1mm) which made ballooning difficult. The neck length was 11mm (should be greater than or equal to 15mm). Procedure related harms for this event could not be determined. The final patient status was reported to be stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply.¿

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). During initial procedure a small type 1a endoleak was observed on final angiogram. The physician has elected to perform another cta in 90 days. The patient was reported as stable.